Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported received readings of 237 mg/dl, 287 mg/dl, 244 mg/dl, 268 mg/dl, 247 mg/dl, 282 mg/dl, 250 mg/dl, 106 mg/dl, and 312 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.